Event description:
It was reported that the patient presented in clinic. An in person notifier test was not causing implantable cardioverter defibrillator to vibrate. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information received noted that the issue resolved without further interventions. The patient was in stable condition.